Event description:
It was reported that the patient had an episode where the implantable cardioverter defibrillator (ICD) withheld therapy inappropriately for thirty five seconds due to wavelet preventing detection. The patient was asymptomatic at the time. Reprogramming options were given and the device remains in use. No patient complications have been reported as a result of this event.